Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the black box data from the time of the event has been overwritten due to continued use of the pump. The information in the black box showed no evidence of loss of prime. There were multiple call service (B)(4) alarms observed in the pump's black box. The pump alarmed with call service (B)(4) alarm upon the first rewind attempt. The cover was removed and moisture corrosion was found no the printed circuit board on the motor boost regulator circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated loss of prime alarms with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.